Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. On (B)(6) 2012, the patient had the first post op visit and the physician discovered there was a mesh exposure at the level of the mid urethra. The physician trimmed the mesh and will follow up with the patient in two months. Additional information has been requested.

Manufacturer narrative:
(B)(4). The size of the mesh exposure was one cm. Concomitant procedures performed included a vaginal hysterectomy, anterior repair, and a uterine sacral ligament suspension repair. The physician opines that the patient being a longterm smoker may have contributed to the exposure. There is no future intervention planned. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.